Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent multiple altitude alarms after swimming. The customer stated blood glucose level was affected, however no specific value was provided. The customer was able to clear the alarm and resume insulin delivery.